Event description:
The customer reported during a therapeutic living donor liver recipient procedure, the patient received a 2nd degree burn by the subject device after it touched the patient's leg. The customer reported they smelled burned flesh and did not hear an activation noise because the volume was turned down. The burn was noticed when the drapes were removed at the end of the case. The burn was treated with a silver product. The customer stated they will continue to evaluate the patient's burn and if it does not heal the patient will need a skin graft. The customer reported they were not aware of any olympus malfunction. The intended procedure was completed with the same subject device. The olympus generator settings during the procedure are unknown. It is unknown if the device was inspected prior to the procedure. It is unknown if there was a delay in the procedure or if any other devices were involved in the event.